Event description:
It was reported that the pump was ¿over doing it¿ and the patient was being overdosed. At the time of report, the patient was on the way to the hospital via ambulance, but her pump doctor was out of town. It was later reported that the patient was not ¿feeling good¿. She had been in the hospital approximately two days prior to report for an overdose that was related to the pump. The patient had wanted to meet with her manufacturer representative to get her device checked. It was noted that the pump had been refilled after the overdose. The dose had also been lowered, but the patient still felt that it was too strong for her. The reporter did not know what drug was in the pump.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).